Event description:
During the device evaluation, the ultrasonic gastrovideoscope's acoustic lens has a scratch which reaches to the glue-layer. Additionally, its inner shield is dirty. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.